Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot and serial number; however, lot and serial number were not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot and serial number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the infusion sets are coming off due to being pulled out event occurred on (B)(6) 2026. No further information available.